Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop biliary drainage catheter leaked when being placed in the abdomen during a biliary drainage procedure. During the procedure when the physician was performing a cholangiography to verify the position of the catheter, a leak was observed at the proximal portion of the catheter. A new catheter was used to complete the procedure. The "specialist performed the puncture needle into the bile duct, placing the guidewire farther into the duct through the needle. Placement of the drainage catheter over the guidewire and into the bile duct" was performed. The patient did not experience any adverse effects. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed relevant recorded nonconformances. All nonconforming devices were scrapped prior to further processing of the order. To date, a further search of our database records revealed no additional complaints received from the reported lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: gbo, lje. E1 - customer (person): (B)(6). E3 - occupation: director of logistics. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a ultrathane mac-loc locking loop biliary drainage catheter leaked when being placed in the abdomen during a biliary drainage procedure. During the procedure when the physician was performing a cholangiography to verify the position of the catheter, a leak was observed at the proximal portion of the catheter. The patient did not experience any adverse effects. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
In additional information received 24apr2024, it was reported a new catheter was used to complete the procedure. The "specialist performed the puncture needle into the bile duct, placing the guidewire farther into the duct through the needle. Placement of the drainage catheter over the guidewire and into the bile duct" was performed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, e4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.